Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device was broken/damaged, factory recall fr110 lvp bezel post recall r093-r098.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the lvp bezel post recall completed. Replaced bezel assembly. Replaced dim u4 on display board. Replaced bottle and patient side pressure sensors due check IV set alarm. Replaced membrane frame, left and right iui. Recall f110 not affected. A review of the device history record showed the device had a manufacture date of 03/24/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical issue of the lvp mech assy 8100. During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues. CAPA #: pa-2014-0026 for lvp pressure sensor. CAPA #: ca-2015-0195 for lvp bezel lower hinge shroud.

Event description:
The customer reported that the device was broken/damaged, factory recall fr110 lvp bezel post recall r093-r098.

Event description:
The customer reported that the device was broken/damaged, factory recall fr110 lvp bezel post recall r093-r098.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.